Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter was compressed on its balloon section and there were two holes in the balloon. During the functioning test, it was found that the balloon could not be inflated and was leaking due to the holes. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the dfu, continuous flush was setup and maintained, and the issue was noticed during balloon deflation inside the patient. Based on the investigation, it is likely that the device was damaged (compressed and punctured balloon) due to procedural and/or anatomical factors encountered during use. Therefore, a probable cause of procedural factors has been assigned to the reported event and analyzed anomalies.

Event description:
The balloon catheter gave blood back into the port of the balloon during deflating. There were no clinical consequences to the patient.

Manufacturer narrative:
This is the first of 2 reports. Subject device not available.

Event description:
The balloon catheter gave blood back into the port of the balloon during deflating. There were no clinical consequences to the patient.